Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - chronic low back pain/ spinal pain. It was reported that the patient would like to have their neurostimulator (ins) removed. Patient stated the ins was really close to the surface of her skin. Patient stated she thought it would be embedded into her body but the ins was still there. Patient reported if she passed something it would get stuck and has always been like this. It was reported if she laid on her back, she would wake up and have a burning sensation in her back. Patient stated it started maybe a couple years ago. No further complications were reported/anticipated.